Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the catheter could not be used. It was reported that the catheter was wet and was replaced because of poor circulation. The patient was under anesthesia with no reported injury.